Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms during basal and bolus delivery. The customer's blood glucose (bg) level was 400 mg/dl and was addressed with a boluses via pump therapy. At the time of the report, the customer's bg level was 289 mg/dl. The customer cleared the alarm and insulin delivery was resumed.